Manufacturer narrative:
Section d5: operator corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. No autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including respiratory failure and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of respiratory failure was pulmonary bleeding and the patient passed away in the consequence of a refractory respiratory failure. The cause of the bleeding was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to pulmonary bleeding. The patient suffered from pulmonary bleeding with pulmonary failure in the course which led to the death at the end. No device issues were mentioned. The left ventricular assist device (lvad) operated as expected. The death was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.